Event description:
The customer stated that she was experiencing high blood glucose levels. The customer's blood glucose reading was over 600 mg/dl. Paramedics were called to assist the customer. A follow up call was made to the customer, and troubleshooting was performed. The customer was hospitalized due to hyperglycemia. The customer's husband stated that the customer had a mild heart attack as a result of the high blood glucose levels. The insulin pump was programmed correctly. The prime and high pressure tests passed. The customer last changed her infusion set two days prior to the event. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.